Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon review, it was determined that zimmer biomet does not hold responsibility as the manufacturer for this device. Additionally, this device did not cause or contribute to serious injury. Therefore this is not reportable; the initial report was forwarded in error and should be voided.

Event description:
Upon review, it was determined that zimmer biomet does not hold responsibility as the manufacturer for this device. Additionally, this device did not cause or contribute to serious injury. Therefore this is not reportable; the initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the cuff would not hold pressure properly. There was no specific event. There was no harm and no delay. No adverse events have been reported as a result of the malfunction.